Event description:
Posterior capsule tear occurred during cortical clean up. Starting vitrectomy, error message displayed and system shut off. Completed vitrectomy with another unit. Prognosis reported as excellent.